Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a total laparoscopic hysterectomy procedure, the device misfired. There was no re-operation, etc . There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. A device fragment fell into the patient's cavity but it was not left in the patient.